Manufacturer narrative:
Combination product: yes.

Event description:
As part of a study, an orsiro drug-eluting stent system was selected for treatment. After two bioresorbable scaffolds could not cross the lesion it was attempt to implant an orsiro, but the orsiro could also not cross the lesion. Another stent was used. Lot number and model are unknown.

Manufacturer narrative:
Combination product: yes device size, model and lot number not included on original report, but added to fup1. The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The physician unsuccessfully attempts to cross the target lesion. However, it cannot be evaluated why the lesion could not be crossed. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the physicians statement in the device deficiency log, it seems likely that the complaint event is related to the patients anatomy.